Manufacturer narrative:
(B)(4)

Event description:
It was reported that a single episode of ventricular noise was observed. The noise was unable to reproduce via isometrics testing. The device remains implanted. The patient was asymptomatic and non-dependent, and will continue to be monitored.